Manufacturer narrative:
H3: as reported, approximately four years post initial right tsa, the 75 y/o male patient had a revision due to dislocation. Patient was revised to an exactech devices. Glenosphere and locking screw were replaced. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photo/x-rays. The devices are not available for evaluation because they were discarded by hospital. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Event description:
As reported, approximately four years post initial right tsa, the 75 y/o male patient had a revision due to dislocation. Patient was revised to an exactech devices. Glenosphere and locking screw were replaced. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photo/x-rays. The devices are not available for evaluation because they were discarded by hospital. No additional information available.

Manufacturer narrative:
Section d10: concomitant product: eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.